Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va09he3, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that about a month ago the patient had radio frequency medium branch block in t8-t12 of the spine. The patient managing hcp (healthcare provider) thought it would be ok and he spoke to the hcp who performed the radio frequency. The patient reports she can't live without either procedure radio frequency or neurostimulator. Compatibility guidelines were requested for rf/ microwave ablation specifically, spinal ablation. It was reported since the patient had the radio frequency procedure about a month ago she has been having problems with her neurostimulator and was going back to managing hcp's office the day of reported event date for the 3rd time to have it adjusted. The patient reports it¿s almost like it was when she had the neurostimulator implanted. Prior to neurostimulator she was going to the bathroom 17 times a day, and she was now back to going 17 times a day, so she was thinking there was still some good coming out of it. If she doesn't go to the bathroom on the hour, she can't hold her "water" long enough until she gets her pants down. Her managing hcp keeps telling the patient they have 25 different settings they can try with her neurostimulator and they have only tried 3 so far. The patient later called back to report that she had gone to managing hcp's on the reported event date and reports that the radio frequency procedure caused her stimulation to turn off and the patient didn't realize it until today when she met with managing hcp and he checked it with the clinician programmer. Hcp turned stimulation back on and she was currently at 0.6 volts. It's been two hours and she hasn't had to use the bathroom once. The patient confirms this was desired therapeutic effect as she previously had to go once an hour. She has always had a difficult time using programmer on her own because of where the hcp implanted her ins (stimulator). He implanted higher up, right beneath her waistline verses lower into the buttock area. There was nothing wrong with her device, it's just difficult to her to reach back to the ins. The hcp and hcp's nurse have no problems communicating with ins.